Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: na. Device manufacture date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The reporter indicated the patient will require a lasik touch-up due to a residual refractive error. The lens remained implanted. Additional information has been requested but none has been forthcoming.